Manufacturer narrative:
Concomitant medical products: 4058m58 lead, implanted on (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). The high rate non-sustained episodes appeared to be oversensing of noise from a suspected rv lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.